Event description:
During a clinic follow-up, inappropriate high-voltage (hv) therapy and inappropriate anti-tachycardia pacing (atp) were delivered by the device due to an incorrect interpretation of signal. The device was performing as programmed. As a result, the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.